Event description:
Per the audiologist, in 2006, the pt reported "feeling uncomfortable" when using the cochlear implant system. Results of an integrity test done on the same month, showed normal receiver/stimulator function, but the testing could not be completed, due to pain at low stimulation levels. The surgeon classified the pt's complaint as psychological. The pt resumed device use in may 2006. On the month prior, the pt again reported pain and vertigo while using the device and stopped using the sound processor. A repeat integrity test done on two days later, confirmed the results of the first test. An x-ray was recommended to verify correct device placement. The pt's device was explanted 2008 ( date not reported) and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.